Event description:
The customer was hospitalized for high blood glucose levels. The customer did not give any details about hospitalization and did not want to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.